Event description:
Related manufacturer reference number: 2017865-2022-05648. It was reported that during routine generator exchange, externalization was noted on the right ventricular (rv) lead. On (B)(6) 2022 the physician elected to cap and replace the rv lead. While positioning the replacement rv lead, the lead perforated the apex and the physician repositioned the lead. The patient was stable before, during, and after procedure.

Manufacturer narrative:
Correction: section b5 - needed inclusion of pericardiocentesis procedure.

Event description:
It was reported that during routine generator exchange, externalization was noted on the right ventricular (rv) lead. On (B)(6) 2022 the physician elected to cap and replace the rv lead. While positioning the replacement rv lead, the lead perforated the apex and the physician repositioned the lead. A pericardiocentesis was performed. The patient was stable before, during, and after procedure.